Event description:
One touch profile meter was reading inaccurately control high. A control solution result of 134 mg/dl fell outside the acceptable range. The customer service representative walked patient through a retest and the result failed the acceptable range. Following the control solution tests, a check strip test was performed and the result was within the target range. The test strips and control solution were within expiration date. The patient neither alleged harm nor experienced injury or medical intervention. Patient did report being placed on insulin therapy due to their meter results. Patient's test strips and control solution were replaced.